Event description:
Customer called customer service on (B)(6) 2014 and reported his adc blood glucose meter "wasn't working correctly", noting that he sees the word "set" when he inserts a test strip and requested assistance setting up his meter. He further reported that on an unspecified date/time he was hospitalized because of the issue with his meter. No further information was provided by the customer as he declined to continue troubleshooting the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.